Manufacturer narrative:
All available information was investigated, and the reported clip opening during efaa could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported clip open during efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the valve. After removal of the lock line (ll), establishing final arm angle (efaa) was performed. However, the clip opened to roughly 60 degrees. Troubleshooting was performed, but the issue was unable to be resolved. It was noted when the arm positioned was turned in the open direction, the clip opened to 120 degrees. The physician was able to remove the clip from the leaflet and retract it into the left atrium (la). The clip was closed and removed without further issues. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.